Event description:
It was reported that the patient got a message on their programmer that displayed a power on reset along with an error code. It was added that the patient was unable to adjust their stimulation. It was stated that the patient was doing "fine" after the message was cleared. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4). Product type: programmer, patient: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type: lead: product ID 37752, serial# (B)(4). Product type: recharger. (B)(4).

Manufacturer narrative:
(B)(4).